Event description:
New information received notes that the system was explanted due to infection.

Event description:
It was reported that the lead was explanted for an unknown reason and placed on a shelf in the hospital. Upon finding the lead it was noted that it does not have the tip connected. It appears the tip was cut from the rest of the lead. The insulation is intact.

Manufacturer narrative:
A partial lead with the connector pin measuring 61.2cm was returned for analysis. The damage found was sustained during the surgical procedure. Without return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.